Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the battery cover of the accu-chek spirit combo insulin pump was jammed and the customer was unable to remove the battery cover to replace the battery. It is unknown if the infusion device was without power. The caller reported that the customer experienced ketoacidosis and went to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the customer was treated for diabetic ketoacidosis, however the type of treatment provided was unknown. It is unknown how long the customer was hospitalized.